Event description:
A site rep reported that the open spine clamp had a stripped screw and needed to be replaced. No pt was present for event.

Manufacturer narrative:
No pt involved in this concern. Device manufacture date not available at time of this report. Clamp was returned to MFR and received on (B)(4) 2011. Investigation revealed the clamp adjustment screw head had been rounded out. Threads on the screw were in good condition. Clamp can be adjusted with the screw by hand. Rounded out screw head is the cause of the issue. Replacement part shipped (B)(4) 2010.